Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. The calibration and quality control were within specification prior to the event. No adverse events were reported in this case.

Event description:
The customer received a questionable cholesterol result on their cobas c501 (serial number (B)(4)). The customer provided data for one patient sample with discrepant results reported outside the laboratory. The sample was repeated on the same analyzer on (B)(6) 2011 after the initial result was questioned. The patient's initial cholesterol result was 9 mg/dl. The repeat result was 189 mg/dl. The customer believed the 189 mg/dl result and it was issued as a corrected report. There were no adverse affects to the patient as a result of this event. The field service representative (fsr) could not determine the cause of the event. The customer re-ran the test and received accurate results. The fsr checked the fluidics system and ran precision tests. Diagnostic checks passed with in specifications. The customer performed quality control and a precision test with no further errors.